Manufacturer narrative:
The reagent expiration dates were not provided. The customer suspects an interfering factor in the patient samples. The customer sent a sample collected on (B)(6) 2026 to another laboratory and stated that macro troponin was detected. The investigation is ongoing.

Event description:
There was an allegation of questionable troponin t results for 1 patient on a cobas e 801 analytical unit. On (B)(6) 2026, the patient had three separate samples collected. The separate sample results were 43 ng/l, 39 ng/l, and 39 ng/l produced from reagent lot 847376. On (B)(6) 2026, the patient had new sample result of 42 ng/l produced from reagent lot 847376. On (B)(6) 2026, the patient had a new sample result of 42 ng/l produced from reagent lot 847376. On (B)(6) 2026, the patient had a new sample result of 44 ng/l produced from reagent lot 882520. The customer also provided a result of 47 ng/l from the patient within the date range of (B)(6) 2026. The specific date of testing was not provided.

Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. The customer independently performed an analysis that yielded a positive result for macrotroponin. The investigation determined that the findings of macrotroponin in the patient's sample are most likely responsible for the elevated tnt result. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The investigation determined that there was no product problem found.